Event description:
The user facility reported that while removing the run-through wire, the wire became caught and would not move. After attempting to remove the wire, it separated from the distal jacket, unwound from the main housing, and detached from one of the weld points. The procedure being performed was a chronic total occlusion (cto). The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 29 may 2025: terumo medical received FDA medwatch report # (B)(4). The event description states that while removing the run-through wire, it became caught and would not move. After attempting to remove the wire, it separated from the distal jacket and unwound from the main wire housing. After several attempts to remove the broken wire, a piece was left in the body. The original intended procedure was a complex pci (percutaneous coronary intervention) with right radial access. The device did not perform as intended.

Manufacturer narrative:
B3: date of event: apr-2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: buyer. The actual device was not returned. History investigation of the product with the involved product code/lot#. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. In the shipping inspection, pulling strength is measured on sampling basis for each product code/lot# to confirm that there is no anomaly in it. The IFU of this product includes the following warning. - if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Upon internal review it was noted that the third acknowledgement that was intially received for this report when it was submitted on 04jun2025 had not passed. It failed due to an error related to the report not packaging correctly. This report has been repackaged and is now being resubmitted.